Event description:
Same case as: 2134265-2015-04107 and 2134265-2015-04108. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in conjunction with an ilab and a sled to view an unspecified lesion. However, it was noted that the catheter was unable to perform pullback properly. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed that the device was unable to perform pullback. In order to perform the pullback the device was flushed, however, fluid was leaking inside the hub (oring housing). Full image characterization cannot be performed due to the leaking inside the hub. Impedance testing shows a good unit wave form. The hub was dissected to verify the state of the hub seal assembly. It was found that the lip seal was assembled incorrectly, facing a different direction than what is specified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
Same case as: 2134265-2015-04107 and 2134265-2015-04108. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in conjunction with an ilab and a sled to view an unspecified lesion. However, it was noted that the catheter was unable to perform pullback properly. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).